Event description:
It was reported that the patient underwent a lumbar fusion procedure at l4 to s1 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period has been marked by severe pain in his lower back accompanied by weakness in his legs and feet. An MRI scan dated (B)(6) 2012 revealed that, following an aggressive inflammatory response to the rhbmp-2, the interbody prosthesis migrated posteriorly, impinging on the l5 nerve root. Patient continues to experience severe and unrelenting lower back pain that radiates into his lower extremities, and numbness and tingling in his legs and feet. He is unable to sit or stand in one position, even for short periods of time, and sometimes requires the assistance of a cane or walker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.